Event description:
The customer reported smoke coming from the system and the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.